Manufacturer narrative:
The referenced previous percutaneous lead (driveline) replacements were reported under medwatch MFR report #s 2916596-2014-01691 and 2916596-2018-00923. Approximate age of device ¿ 7 years. The pump remains implanted supporting the patient; however, the replaced portion of the driveline was returned for analysis. The evaluation is not complete. No additional information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with left ventricular assist device (lvad) on (B)(6) 2011. It was reported that the patient¿s lvad support presented pump stops alarms on (B)(6) 2018. The customer reported that the patient was using an ungrounded cable previously provided due to a percutaneous lead (driveline) replacement in the past. The manufacturer¿s technical service representative reviewed the submitted log file and observed pump stoppages occurring while connected on battery power on (B)(6) 2018. Analysis from internal x-ray showed an approximate 90 degree bend in the driveline. A distal end driveline replacement was performed on (B)(6) 2018 and approximately 33 inches of the external portion of the lead was returned for evaluation. The patient was reported to be asymptomatic. No additional information was provided.

Event description:
Information provided by the account indicated that there were no further issues following the perc lead replacement procedure. The patient was reportedly not a candidate for lvad replacement and would remain on an ungrounded patient cable for tethered power support.

Manufacturer narrative:
Review of the submitted system controller log file confirmed the reported pump stoppages; however, a specific cause for the abnormal pump operation could not be conclusively determined through this evaluation. The abnormal pump operation appeared consistent with potential percutaneous lead wire damage; however, the evaluation of the returned portion of the perc lead did not confirm the suspected wire damage. The patient was discharged home and remains ongoing on lvad support with no further events reported at this time. The implant kit was shipped with the heartmate ii lvas patient handbook. This patient handbook contains a section on ¿caring for the percutaneous lead¿; however, all heartmate ii percutaneous leads have the potential for wire/shield breakdown to occur dependent on duration of use and movement/flexing over time. The relevant sections of the device history records were reviewed and showed no deviation from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.